Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Patient called lfs and alleged that her meter was reading inaccurately high. She reported a result of 206 mg/dl. She then compared this result with the one taken on her physician's meter. She did not report the result. The comparison of one meter to another is an invalid comparison. While troubleshooting, the patient reported that the test strips were not absorbing the control solution. The techniques for applying the blood to the test strip and cleaning the puncture area were correct. The patient stated that the codes were matching and the control solution was not expired. Based on the information provided, there is evidence of a test strip malfunction. There is, however, no evidence of the issue contributing to a serious injury. The test strips are being replaced for the patient.